Event description:
Healthcare professional reports he pierced right index finger with glass from control vial while using direct check quality control. The customer was not using the protective sleeve. No report of serious injury, or administration of medical treatment. Exposure documents were provided to customer.

Manufacturer narrative:
(B)(4). Method: device history record reviewed for ncmr and CAPA. No product returned. Result: record evaluation completed. Product met all release criteria. Conclusion: device not returned. No conclusion can be drawn. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.